Event description:
A malfunction alarm was reported by the customer regarding the tandem pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not occur again. The customer was informed to continue using the pump and to contact support if any issues reoccurred.